Event description:
As reported by the user facility: brief inquiry description: leaking extension set. Detailed inquiry description. Extension set green hub cracked and leaked blood. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
One (1) used sample without a package was returned for evaluation. The sample was visually evaluated, and a vertical crack was observed on the green connector. The sample was leak tested, and leakage was observed coming from the vertical crack of the green female connector. Based on the investigation, the defect is confirmed. While the defect was confirmed, it was determined that the defect was not a result of a manufacturing process. The exact root cause could not be determined at this time. However, incidents of cracked/leaking connectors can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. All information concerning this reported incident has been included in our trend analysis of the product line. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar occurrences.